Event description:
It was reported that the dilaudid concentration in the pump was increased, about four weeks prior to report, because the ¿pump was not working well¿. The patient was having pain and had not been satisfied since implant. The next day, it was reported that the device system was used to deliver dilaudid, clonidine, and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n335760, implanted: (B)(6) 2012, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).